Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. Two electronic photos were provided for review. The investigation is confirmed for the reported loosening of implant and expulsion issues as the tissue cuff was noted to be moved from the catheter insertion site. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 05/2024), g3 h11: h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two weeks post dialysis catheter placement procedure, cuff allegedly does not enhance tissue ingrowth. It was further reported that cuff allegedly came out of the skin. Reportedly the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 05/2024).

Event description:
It was reported that approximately two weeks post dialysis catheter placement, cuff allegedly does not enhance tissue ingrowth. It was further reported that cuff allegedly came out of the skin. Reportedly the catheter was removed. There was no reported patient injury.